Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. During investigation, the ok key contact was observed to be misaligned. It was observed that none of the buttons click and spring back as expected when pressed. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the keypad buttons have been slow to respond for the (B)(6), and now the buttons are intermittently unresponsive. He noted that the buttons do not click and spring back when pressed. The pt denied physical damage to the keypad; denied exposing the pump to water and cleaning products; and stated that he wears the pump in various places with a clip.